Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that detector fell from a patient bed. Can't perform any exposures after the fall. The detector was giving an error. The use of the device was unknown and there was no patient or user impact. The distributor from medtechnica performed analysis and confirmed that the detector was fell from bed. There were no visible indications of damage to the detector. After the fell the detector stopped working so a complete report with all the required data was sent to the support team. They approved the replacement of wpd detector. The device was replaced with new detector and returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector dropped. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that the detector fell from a patient bed. Can't perform any exposures after the fall. The detector was giving an error. The use of the device was unknown and there was no patient or user impact.